Manufacturer narrative:
The reported event was confirmed through evaluation and archive data review of the autopulse platform (sn (B)(4)). The root cause is due to a defective load cell. Evaluation of the platform during initial power up, revealed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message on the display screen. The archive data was reviewed and contained multiple ua 7 error message on the (B)(6) 2018 and not on the reported event date of (B)(6) 2018, thus confirming the reported event. A load characterization check was performed and identified a defective load cell. As part of routine service during testing, the device was examined and found no physical damage. Upon customer approval, replacement of the load cell will be performed. Follow this, the platform will be further functionally tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and ccr (B)(4) was reported on (B)(6) 2016 for the autopulse platform with serial (B)(4). Load cell was replaced to remedy the issue.

Event description:
During patient use, the autopulse platform (sn (B)(4)) displayed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message. User was unable to clear the ua 7 error message and manual CPR was performed. No known impact or consequence to patient.